Event description:
Event description guidant received information that this pacemaker stored multiple ventricular tachycardia episodes. It was suspected that this was due to over sensing the patient's r-waves. Technical services determined that this was loss of capture, however, the patient experienced no adverse effects as she had an underlying rhythm.